Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not received.

Event description:
Consumer removed her "regular" size tampon and two tampons were exactly side by side. When she pulled the string and went to discard her tampon, two tampons side by side were removed.